Event description:
The patient had a new stimulator implanted approximately 2 months ago. Battery voltage 3.72 and several impedances were >2000: c+1>2000, c+3 1663ohms 12 ma, c+0 1949 ohms 11ma, c+2 1579ohms 12 ma. The manufacturer technical representative suggested an x-ray of the entire system to verify integrity.

Manufacturer narrative:
This report is being submitted following an internal audit.